Event description:
Per the article "femtosecond laser may be used in combined cataract-vitrectomy procedures, the author noted "petechia was also more frequent, and miosis occurred more often." Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).